Event description:
It was reported that an ilet user experienced high blood glucose ingesting an unannounced snack and encountering difficulty navigating to the correct screen during a supply change. An insulin set alert occurred and the infusion set was changed, with the device user interface implicated. Symptoms included hyperglycemia with a highest reported value of 255 mg/dl and no other clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to a missed meal announcement, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event. The user was advised that glucose should trend down following the supply change and declined follow-up, with instructions to call back if needed.